Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced an air/water (a/w) feeding problem. The issue was found during reprocessing. The customer reprocessed according to the correct procedure. Upon finding the a/w feeding issue, the customer replaced the scope with another scope to complete the procedure. During the inspection at the repair center (rc), it was found that a/w tube was clogged by some black rubber-like foreign material. The foreign material was removed by the inspection engineer. The bending section cover was also found to be dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air/water tube was clogged by some black rubber-like foreign material. The bending section cover was also found to be dirty. Additional findings were observed at the repair center: the switch button 4 (sw4) had physical damage, the adhesive on the bending section cover was cracked, the switch (sw) box was dented, the insertion section was lusterless, the connector was corroded and the light guide (lg) lens was yellowish inside. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Although it was determined that the issue was not do to incorrect reprocessing. Olympus will continue to monitor field performance for this device. Correction to b5 due to diagnostic gastroscopy information being identified in the record.

Event description:
Additional information received identifies the phenomenon occurred during a diagnostic gastroscopy procedure.